Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / abdominal cramping"), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("constant migraines"), fatigue ("constant fatigue"), nausea ("nausea") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery on (B)(6) 2015, plantiff underwent a laparoscopic bilateral salpingectomy and hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, alopecia, weight increased, migraine, fatigue, nausea and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.